Event description:
Unomedical reference number (B)(4). Event occurred in denmark. On (B)(6) 2024, it was reported that patient faced an infusion set cannula was bent event with several infusion sets.. The infusion set was in use for 1 day. The site of insertion was at thigh. The event occured on first day of use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.